Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. A service history review (shr) was unable to be performed as no serial number was provided.

Manufacturer narrative:
D4: UDI, d4: expiration date and h4: manufacture date, and g4: 510k are unknown. No product information has been provided. B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the caller was contacting on behalf of their late wife, who had been a user of the cadd pump. She passed away on june 1st.